Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos of the defective sample were provided and evaluated. The customer complaint of cloudy tubing was able to be verified upon inspection. However, a device history record review could not be performed on model 2423-0007 because a model or lot number was not provided by the customer. Additionally, due to no sample being received, a full failure investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced tubing expansion/ballooning and ruptured tubing. The following information was provided by the initial reporter: customer email (B)(6) 2020: 2 devices reported ¿ same product, one 10 ml and on 20 ml. 10 ml in infusion - while hooking up the IV tubing, it was noted that blood was leaking from a port site of the tubing, then the tubing came apart. The tubing was removed and another set was used. No known harm to the patient. 20 ml- admitted for l heart cath. During the procedure, the IV was running in the pump, the tubing of the infusion set began to bulge and eventually ruptured. The tubing broke in half at that point. The appearance of the tubing from the break site is cloudy and larger in size the medsun report number for the IV line that got an aneurism and blew was (B)(4). The good part of the tubing is not cloudy at all. Good part of tubing is clear, damaged part is larger and cloudy.